Manufacturer narrative:
(B)(4). Batch # p92p7n. Device analysis: the analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. In order to evaluate the performance of the device, the jaw was readjusted and the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Clip 5 mm. Was obstruct when use in operation case. So surgeon must use new one. There were no patient consequences. No consequence to patient because el5ml has malfunctioned (unusable) before it's clipping to patient's vessel.